Event description:
It was reported to target that during the procedure the physician couldn't push a gdc coil through a catheter. There was too much friction. Upon inspection of the returned product on 5/26/98 it was discovered that the gdc coil had detached from the pusher wire making this a med device report. This event had no impact on the pt's hlth.